Event description:
Patient was revised due to pain and high ion levels. Litigation papers allege constant pain as well as occasional sharp jolts of extreme pain. The pain became increasingly more severe and was beginning to radiate both downward and upward in the months prior to revision surgery. The patient suffered from loosening of the acetabular component, significant pain and difficulty in walking and adversely affecting all aspects of his everyday activities. The patient had elevated metal ion levels, which are being monitored by his surgeon. Exploration during revision surgery revealed tissues somewhat inflamed consistent with the acetabular component not being solid, erosions in the acetabulum requiring filling with cancellous bone chips from the bone bank, minor corrosion around the trunion of the stem and some fluid in the hip indicative of metallosis.

Manufacturer narrative:
Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the reported device was not possible as it was not returned. A search of the complaints databases finds no other reports against the product and lot code combination since its release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.